Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the leak was confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that a conclusive cause for the leak could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the non-calcified anterior tibial artery. The armada 14 balloon catheter was prepped with no issues noted. During the first inflation in the artery at 8-10 bar, a leak was observed at the very distal tip of the balloon catheter. There was no resistance during advancement of the balloon catheter to the lesion. Another device was used to complete the procedure. There was no adverse patient effect, and no clinically significant delay in the procedure. No additional information was reported.